Event description:
A clinical mgr (sm) reported that at approximately 11:45 am, near the end of the first pt shift, a total of six hemodialysis machines were alarming "low conductivity'. It was found the bicarbonate conductivity at the return loop was low at 39. According to the cm, the pt complained of cramping and lost consciousness at this time. Upon follow up with the sm, it was learned the event occurred closer to 10:30 am and the hemodialysis machine went into bypass as designed. The batch of bicarbonate was discarded and a new batch, from the same lot, was mixed. There were no further issues. The cm reported the batch of bicarbonate was tested, per facility protocol, prior to it's use and the conductivity was within limits at 51. At some point between the time it was mixed and the time of the event, the conductivity dropped to 39. She stated the clinic management team has speculated that reverse osmosis (ro) water was introduced in the dialysate loop causing dilution and leading to the drop in conductivity as measured at the return loop, but they cannot confirm this. The actual sample was discarded and no companion sample is available. On the day of the event, the treatment goal was to remove 5kg of fluid in 3.5 hours. According to information contained in the treatment sheet for (B)(6) 2015, the pt began treatment with low blood pressure (101/54 sitting). She complained of sever leg cramping with approximately 45 minutes left in her treatment. She became hypotensive and received 200 ml normal saline solution and symptoms resolved. There was no note of pt loss of consciousness. Treatment was ended approximately 45 min early and pt was discharged home. She continued on hemodialysis

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the vent. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. According to treatment sheet data, there was no documentation of the issue of low conductivity contributing to the cramping, hypotension, and loss of consciousness.